Manufacturer narrative:
Insulin pump was received with blank display due to cracked lcd glass. Device was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose was unknown at time of incident. Customer stated that the display screen was severely scratched and was not readable. Troubleshooting was not completed. Device is not expected to be returned for analysis.